Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the child patient faced bent cannula events on (B)(6) 2025. The blood glucose level of the patient was high which was treated with correction bolus via pump. The issues occurred with four similar types of infusion sets. The symptoms were noticed within three hours of insertion. Also, the site was patient's buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.